Event description:
It was reported that when using the bd pyxis¿ es server both the 1st and 3rd floors were in critical override and disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the data synchronization service had entered an unstable, causing the pyxis stations on both the 1st and 3rd floors to go into critical override/disconnected mode despite no errors being observed in the debug logs or downtime message processing. A technical support specialist (tss) restarted the data synchronization service alone did not resolve the issue initially; however, after stopped and started the service again, normal communication was restored, bringing the stations out of disconnected mode. The customer validated the functionality. The system functioned as intended after the technical support specialist troubleshot the device.